Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 207 mg/dl at the time of incident. The customer states changed out the reservoir but had another no delivery alarm later that night. The customer stated the cannula was bent. Customer was advised to change the infusion set but customer already did. The customer reported that they had to change the reservoir but later alarmed no delivery again. The reservoir will not be returned for analysis.